Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the troubleshoot was completed within previous svn's and it was found that insulin pump received no delivery alarm. The customer reported that tubing was not bent or kink. The customer was advised to replaced the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.